Manufacturer narrative:
Updated data: b2. Date of death confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. Date of death unknown. Month and year confirmed valid. B5. H1. H6. Additional codes medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, pre-implant balloon aortic valvuloplasty was performed due to a high gradient. Following the procedure, a stroke was noted. Subsequently, a thrombectomy was attempted. After the thrombectomy, the patient was transferred to hospice care. Per the physician, the patient's calcified anatomy contributed to the stroke. No additional adverse patient effects were reported. Additional information was received that the patient had symptoms including right-sided hemiplegia and posturing on the left side which occurred immediately after the valve implant. The stroke was confirmed via computed tomography. The attempted thrombectomy was unsuccessful and the patient subsequently died. Per the physician, the stroke was related to the procedure and a thrombus likely from the native valve or calcification of the aorta.

Manufacturer narrative:
Corrected data: the initial medwatch incorrectly reported the delivery catheter system (dcs) as a concomitant device; however, this report was submitted to correctly report the product as a system component that may have contributed to the adverse event. Section d references the main component of the system. Another medical product in use during the event includes: brand name: deliv sys d-evolutfx-2329; product ID: d-evolutfx-2329 (lot: 0012215984); product type: 0195-heart valves; UDI#: (B)(4); use before date: 2026-04-06; implant date: non-implantable device h6. Eval code method was updated to include the dcs and note that it was discarded, and; therefore, will not be returned to medtronic for analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve within a previously implanted surgical aortic valve, pre-implant balloon aortic valvuloplasty was performed due to a high gradient. Following the procedure, a stroke was noted. Subsequently, a thrombectomy was attempted. After the thrombectomy, the patient was transferred to hospice care. Per the physician, the patient's calcified anatomy contributed to the stroke. No additional adverse patient effects were reported.

Manufacturer narrative:
Continuation of d10: product ID d-evolutfx-2329 (lot: 0012215984); product type: 0195-heart valves; implant date ; explant date product ID l-evolutfx-2329 (lot: 0012210198); product type: 0195-heart valves; implant date ; explant date . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.